Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to MFR report # 3011050570 - 2024 - 00199 (1/2).

Event description:
It was reported that during preparation for use of the single use fiber found sparking and flames. There were no reports of patient or user harm.